Event description:
During a coiling procedure the physician repositioned the coil (subject device) several times with in the excel 14 microcatheter. It was noticed that the coil and the pusher wire had separated within the microcatheter. Once the physician noticed that the coil and the pusherwire had separated, the devices were removed, and the procedure was finished another of the same device. It was reported that the physician prepared the device per the directions for use. The pt is reported to be doing very well.